Event description:
During the procedure, a 3. 5x 23mm cypher select plus stent was positioned for expanding. The indeflator was connected to the stent according to the manual and the physician began to fill the system with pressure. The physician could not expand the stent, as there was a crack on the hub. The physician changed the product to another one to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.